Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after stent deployment during removal of the supera device inadvertent interaction resulted in the tip of the device to become caught on the deployed stent; thus resulting in the reported difficult to remove as the compromised supera device was attempted to be removed over the guide wire. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa). The 6.5x80mm supera peripheral self-expanding stent system (sess) was successfully advanced over a command 18 guide wire and through a 6f sheath; however, during removal resistance was felt with the guide wire and sheath. After removal of the sess, it was noted that the white introducer piece was not visible. A surgical cut down was performed and the stent was explanted, revealing the introducer piece was firmly adhered inside the stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. The additional device mentioned in b5 is filed under a separate medwatch report.